Manufacturer narrative:
All available information was investigated, and the reported sgc leak during insertion was not confirmed via device analysis. Additionally, the flush port luer was observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported sgc leak during insertion and observed scratched flush port luer were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While inserting the clip delivery system (cds) into the steerable guide catheter (sgc), a leak was observed at the hemostatic valve of the sgc. Therefore, the sgc was removed and replaced. Two clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.